Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:related manufacturer reference number: 2938836-2019-04724. It was reported patient presented in clinic for a follow-up check. Several at/af episodes and one noise reversion episode were noted to be non-physiological noise on both atrial and ventricular leads. The noise lead to oversensing, device inhibition and triggered an auto mode switch response. No intervention was performed. Patient was stable throughout.